Manufacturer narrative:
Correction: (conclusion code). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a snare device was used to capture the dislodged leadless implantable pulse generator (ipg).

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: micra model #: micra-delsys/expiration date: 28-apr-2021/serial# (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 30-oct-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a leadless implantable pulse generator (ipg) was dislodged when the tether was released/cut after a successful pull and hold test during the implant procedure. A new leadless ipg was used to successfully complete the procedure. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.